Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. Explant date - estimated. The devices were not returned for analysis. Review of the lot history record could not be performed as the part and lot information were not provided. Based on the information available additional therapy/non-surgical treatment, and hospitalization were a result of case-specific circumstances. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. "Transcatheter electrosurgery."

Event description:
This is filed to report medical intervention. It was reported through a research article identifying mitraclip that may be related to the following: additional percutaneous mitral valve intervention. Details are listed in the attached article, titled ¿transcatheter electrosurgery.¿ please see the attached article for additional information.

Manufacturer narrative:
Article: transcatheter electrosurgery. (B)(4).